Manufacturer narrative:
The meter serial number was (B)(6). The product was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of discrepant inr results for 1 patient tested on a coaguchek xs system. The results were 3.2 inr and 4.4 inr. The timeframe between tests was not provided. The patient's therapeutic range was not provided.